Manufacturer narrative:
Please note: weight is unknown. Please note: the manufacturer and expiration date is unknown. The product remains implanted and is thus not available for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient on or about (B)(6) 2005 underwent a surgical procedure to implant an optease filter for the treatment of deep venous thrombosis (dvt). The device that was implanted into the patient¿s left femoral vein. The device was positively identified by the patient¿s medical records. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the optease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside his body. According to the patient profile form (ppf), the filter was implanted via the right common femoral vein and deployed in the distal inferior vena cava without difficulty. The patient tolerated the procedure well. The patient is experiencing blood clots, clotting and/or occlusion of the ivc, and is suffering from mental anguish related to the device. The filter was implanted due to a retroperitoneal sarcoma with dvt in bilateral lower extremities and prevention of a pulmonary embolus.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient had a optease inferior vena cava (ivc) filter implanted. According to the information provided the patient is experiencing blood clots, clotting and/or occlusion of the ivc, and is suffering from mental anguish related to the device. The indication for the filter implant was a retroperitoneal sarcoma with deep vein thrombosis (dvt) in the bilateral lower extremities and prevention of a pulmonary embolus. The filter was implanted via the right common femoral vein and deployed in the distal inferior vena cava without difficulty. The patient tolerated the procedure well. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling/edema/bulging of the effected extremity(s). Blood clots and thrombosis within the filter do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without the procedural films or post-placement imaging and the limited information provided, the report of blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed or clarified, nor can a conclusion about a relationship between the reported events and the filter be drawn. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.